Manufacturer narrative:
The manufacturer's service technician confirmed the occurrence of the reported problem in the unit's event history log. The manufacturer's service technician repaired the unit by replacing the data acquisition to motor controller cable. Unit was checked overall, cleaned, run in tests, alarm tested and confirmed it sounded properly.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device alarmed to a data acquisition pcb adc reference failure. There was no patient involvement.